Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a other (unusual product issue) issue. The reporter alleged that the pump did not alarm for replace battery or low battery; despite other alarms functioning properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s history showed evidence of low battery and replace battery warnings on (B)(6) 2013. The history did not show any abnormal battery drain. On (B)(6) 2013, the battery voltage was 137 immediately followed by a reboot and battery voltage of 165. The end of the pump¿s history, (B)(6) 2013, shows battery voltage of 165. During investigation a low battery warning and replace battery alarm were reproduced. Pump current readings were obtained and were within specification. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.